Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false negative reaction of a reagent red blood cell of a competitor when testing with seraclone anti-n. The customer used two different lots of seraclone anti-n. The customer provided the supposedly defective product lot 8629080-01 and also the reagent red blood cell of the competitor for investigational testing. At the time our quality control laboratory received the reagent red blood cell it was already expired. Therefore our quality control laboratory tested the complaint sample as well as their retention samples of both affected lots with different red blood cells for potency and specificity. The required minimum titer of 4 was exceeded. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-n functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.